Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary 2067l: the programmer head was out of specification on uplink functional tests so the radio frequency program mer head cable was replaced and the head then passed all final functional and systems tests. No other anomalies were found. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radio frequency programmer head which was returned along with a programmer subsequently tested out of specification during manufacturer's analysis. It was indicated that there was no patient involvement associated with this event.